Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the asymptomatic patient presented to the hospital. Upon interrogation, it was noted that the pacemaker was found in backup vvi. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.